Event description:
The complaint is reported as: mac was inserted in the cvor. A day or two later the swan was removed in the ICU and an individual ao-09000 (obturator) was used to try and cap off the sheath. The obturator cap would not fit over the psi; therefore, they were not able to properly secure the psi with obturator cap. The clinician wedged as much of it as they could onto the mac. They also found the extra obturator cap that came inside their mac kit. It did not fit either. The mac was discontinued later that day and no other additional procedure was needed. The mac had reached end of therapy. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Associated MDR#s 9680794-2022-00694 and 9680794-2022-00712 for the 2 obturator caps reported. The customer returned one mac catheter and an obturator for analysis. It was reported by the customer that the mac catheter is from a cdc-21242-xcn1a kit; however, the lot number for this cdc kit was not provided. Signs of use in the form of biological material were observed on the mac catheter. Initial visual analysis did not reveal any defects or anomalies. The returned obturator appeared to fit over the hemostasis cap of the returned mac with little to no difficulty. The outer diameter of the extrusion within the obturator that is meant to be inserted into the hemostasis cap of mac catheter measured .1055" , which is within the specification limits of .1030"-.1070". The inner diameter of the obturator measured .440", which equals the nominal value of .440" product drawing. Per the report that the mac catheter is from a cdc-21242-xcn1a kit, the cap hemostasis valve product drawing was r eviewed. The inner diameter of the valve (per measurement g in product drawing) measured .125", which is within the specification limits of .124"-.128". The outer diameter of the cap measured .434", which is within the specification limits of .427"-.437" per the product drawing. The returned obturator was inserted over the returned mac hemostasis cap. Little to no resistance was encountered as the obturator was able to fit on the cap and lock into place. Performed per IFU statement from the cdc-21242-xcn1a kit reported, "use arrow obturator, either included with this product or sold separately, as dummy catheter with hemostasis valve assembly". To test the internal hemostasis valve, the mac was tested per amrq-000038, which states, "when tested as described in annex e of bs en iso 11070, using a test pressure of 38-42 kpa maintained for 30s, there shall be no leakage sufficient to form one of more falling drops of water". The mac extension lines were attached to the lab leak tester and pressurized to 40kpa for 30 seconds. No leakage was observed, which indicates that the internal valve is functioning as intended. A device history record review was performed, and no relevant findings were identified. The IFU provided with cdc-21242-xcn1a kits informs the user, "use arrow obturator, either included with this product or sold separately, as dummy catheter with hemostasis valve assembly. This will ensure that leakage does not occur and inner seal is protected from contamination". The IFU also states, "flush and connect distal side port to appropriate line as necessary. Confirm and monitor proximal port by aspirating until free flow of venous blood is observed. Connect all extension lines to appropriate luer-lock line(s) as required". The report of obturator connection not secure was not able to be confirmed through complaint investigation. Visual analysis revealed that the obturator was able to fit over the returned mac. Additionally, the returned mac and obturator met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). Associated MDR#s 9680794-2022-00694 and 9680794-2022-00712 for the 2 obturator caps reported.

Event description:
The complaint is reported as: mac was inserted in the cvor. A day or two later the swan was removed in the ICU and an individual ao-09000 (obturator) was used to try and cap off the sheath. The obturator cap would not fit over the psi; therefore, they were not able to properly secure the psi with obturator cap. The clinician wedged as much of it as they could onto the mac. They also found the extra obturator cap that came inside their mac kit. It did not fit either. The mac was discontinued later that day and no other additional procedure was needed. The mac had reached end of therapy. No patient harm was reported. The patient's condition is reported as fine.